Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fusion surgery at t11-l3 levels. Post-op, an implanted rod was found broken at l1/2. Reportedly, explant of the same has been scheduled on (B)(6) 2016. No patient complications were reported.